Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of nine (9) years, four (4) months due to leaflet calcification.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is due to patient factors, including coronary artery disease. Hyperlipidemia and diabetes mellitus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was through investigation that a patient with a 23mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and four (4) months due to leaflet calcification and stenosis. The patient presented to the hospital for heart failure and dyspnea. A tavr procedure was performed with a 23mm sapien 3 ultra transcatheter valve. The patient was discharged on pod #4.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b2, b4, b5, g3, g6, h2, h6 (health effect - impact code).

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 4 months due to leaflet calcification. The tmvr was performed with a 23mm 9750tfx transcatheter valve.